Manufacturer narrative:
Method - device not returned; follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1. During the procedure, the time for the bone cement to reach the doughy state for application into the vertebral body was too long (19 minutes). The procedure was completed succesfully. There were no cement extravasations or patient complications. The "patient is in good condition". No additional information was reported.